Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 30-jul-2025. The location of detachment was close to site location. The infusion set was in use for less than a day and for few hours. Insertion site was lower right back. No further information available.